Event description:
On 5/12, the pt performed a fasting am blood glucose test on her surestep meter. The result was er1. She prepared for a routine doctor's visit and, prior to departing, tested her blood glucose again with an er1 result. The blood test performed on an unknown type meter at the doctor's office was 605 mg/dl. The pt was admitted to the hosp directly from the doctor's office, treated until her diabetes was under control and discharged on 5/16. The day prior to hospitalization was reportedly a normal day for the pt, although she does not remember specific blood glucose values.